Manufacturer narrative:
The pads were returned to zoll medical corporation for evaluation. The pads were received unopened and in good condition and were successfully recognized by a known good device during initial testing. Further evaluation identified an intermittent fault within the internal shorting wire assembly when the pads were handled or stressed, which can trigger "check pads" messages and give the appearance that the device is not recognizing the pads. The pads were found to have a slightly disconnected self-test wire between the electrodes, resulting in elevated impedance that could prevent self-test initiation. The intermittent condition is consistent with the reported symptoms. The electrodes were scrapped as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator was unable to detect the attached electrodes. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.